Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-16. The patient reported that the urinary blockage requiring the cystotomy had not been resolved. The patient reported that more surgery was scheduled for (B)(6) 2017. The patient reported that her battery was believed to be malfunctioning and it was unresponsive to board. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient stated stimulation was not working and when patient went to see her urologist he noticed she had a urological surgery in 2006 or 2008. Patient reported it was discovered she now had a blockage and to clear the blockage a surgical procedure was performed. The patient reported the surgical procedure was successful. The device was turned off prior to surgery and had not been turned back on yet. A follow up was to occur with the healthcare professional (hcp) to resume therapy. Patient reported there was a delay in following up with the hcp after the surgery as patient was diagnosed with cancer and had to start treatment. Patient reported she had been receiving chemotherapy and noticed a return of symptoms and now some dribbling. Patient reported therapy was not helping. Patient also reported increase in frequency symptoms. It should also be noted that conflicting information regarding the date of surgical procedure for blockage was provided by the patient. The patient first reported that the surgery would occur on (B)(6) 2017. However in the crts call 3665691 patient reported it occurred in (B)(6). Patient was advised to follow up with her hcp

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was ¿wetting¿ since ¿about 6 months.¿ additional information received from the patient indicated they moved, so they have scheduled an appointment with the healthcare provider for a cystotomy to determine urinary blockage. There were no further complications reported as a result of this event.